Event description:
It was reported that the implantable pulse generator (ipg) longevity was decreasing faster than expected with no change in therapy. Technical services explained that longevity estimates are within expectations considering the reduction in battery voltage for wireless telemetry use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.